Manufacturer narrative:
The device will not be returning for evaluation. A device history review (DHR) was not completed due to the unknown lot number. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a customer report of a chemotherapy spill of vincristine when the spike of the chemoclave bag spike came out of the dry port during "circum priming". It was reported that the facility practices "circum priming" where instead of using normal saline for priming (since it takes a while for the chemo drug to reach to a patient), a chemo drug was used. The dry spike is hooked to the chemo tubing and automatically starts priming. Once done, the chemo tubing is hooked to a patient. This event happened after the pharmacy spiked the bag and added the drug to the bag. The nurse was getting the bag set up to infuse when the spike came off causing the spill. There was no patient involvement, no adverse event, no medical or surgical intervention provided and no delay in critical therapy.